Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The device was found to be fully functional upon receipt. The device ECG acquisition and pulse circuitry were fully functional. There was no device malfunction. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Analysis of the data file indicated that there was no device malfunction associated with the event.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away while at home on (B)(6) 2015. The lifevest detected ventricular fibrillation (vf) at 09:38:11 and delivered an inappropriate treatment at 09:38:56. The rhythm at the time of treatment was CPR artifact. The lifevest delivered a second inappropriate treatment at 09:39:21 with a rhythm of CPR artifact. The patient's post-shock rhythm was asystole transitioning to bradycardia. The lifevest delivered a third treatment at 09:39:49 during bradycardia. The post-shock rhythm was asystole. Post-shock asystole is known possible outcome of external defibrillations. CPR artifact and oversensing a small cardiac signal contributed to the false detections. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient passed away on (B)(6) 2015.